Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the returned meter and retain test strips have passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter read inaccurately high compared to a laboratory device. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2011 and obtained the following information. The mss was advised the patient tests his blood glucose 10-12x a day and manages his diabetes with humalog insulin. The alleged issue began on (B)(6) 2011 at 10am. The reporter stated the patient obtained blood glucose results of "222 mg/dl" with the subject meter and "182 mg/dl" on a laboratory device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs's criteria for accuracy. The reporter denied the patient made changes to his diabetes management routine. About 8 days after the alleged issue, the reporter claimed the patient had a seizure. The patient was taken to the emergency room (ER). At the ER, the reporter stated the patient obtained a blood glucose result of "70 mg/dl" on the subject meter. The patient was given food and/ or drink as treatment. The reporter stated blood work and vitals were also taken during that time. At the time of troubleshooting, the customer care advocate (cca) noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. Replaced products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.